Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation of the shaft at the collar. The shaft is kinked 12cm from the collar and kinked 13cm from the collar. There is an abrasion/damage on the shaft 12cm from the collar. The tip is damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 24mm in length and 2.5mm in diameter concentric target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During introduction, it was noted that the shaft of the guidezilla became kinked. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that a partial separation of the shaft at the collar was noted.